Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent loss of capture resulting in the patient experiencing bradycardia. It was further noted that the lv lead had dislodged and was turned off. The lv lead was later explanted. It was further reported that the right ventricular (rv) lead threshold went up. Device was re-programmed with higher output. A few days later the rv lead was repositioned and lv lead removed. No further patient complications have been reported as a result of this event.